Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support (ts) that a fluid leak occurred during a peritoneal dialysis (pd) patient¿s treatment. Prior to discovery of the fluid leak, an m75 volume error warning had occurred in addition to an m31 air detected in cassette alarm. The treatment was subsequently discontinued. The patient was re-setup with new supplies on a different cycler from the user facility. After being moved to a different cycler, the patient was able to complete their treatment. When the rn opened the cycler door of the first machine, they observed fluid leaking out. The rn informed the ts representative who then advised them to discontinue use of the cycler; a replacement cycler was issued to the facility. There was no visible damage (cracks, pinholes etc.) Found on the cassette. The rn was unsure what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The old cycler was available to be returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.